Event description:
It is reported the device was implanted in 1996. The pt had many f/u visits as he was part of a study. In 2003, wear was noted. The device was revised in 2006.

Manufacturer narrative:
Eval summary: probable cause for existing situation is unk. Eval: device shows deformation around rim which appears to be from extraction of device. The anti-rotation pin was missing/not returned for eval. Medial dome of device has been deformed and shows impression of acetabular shell. Energy dispersive spectroscopy analysis of poly insert showed a carbon (c) peak in spectrum typical of uhmwpe. Scanning electron microscope exam of particles showed fe and ca on poly insert surface. Device history records are intact, conforming and indicate MFR to spec. No x-rays were returned for eval.